Manufacturer narrative:
The pipeline device has not been returned for evaluation; product analysis could not be performed. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. Suspect medical device brand name: pipeline flex with shield technology model number: ped2-500-16. Mdrs related to this event: 2029214-2018-00492, 2029214-2018-00493. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that two pipeline flex with shield devices did not open during a procedure. The patient was undergoing flow diversion of an unruptured, saccular aneurysm in the left internal carotid artery (ica). Vessel tortuosity was described as moderate. The devices were prepared as indicated in the IFU. It was reported that two pipeline flex with shield devices were attempted to be placed. During both attempts, the distal end of the did not open. The devices were resheathed two times, which did not open the distal end. The devices were removed from the patient. There were no reports of patient injury in association with this event.

Manufacturer narrative:
The pipeline flex with shield braid returned for evaluation without its pushwire. The pipeline flex shield braid was returned detached from the pushwire; the distal and proximal ends of the braid were unable to be identified. One end of the pipeline flex shield braid was found fully opened with moderate fraying. The other end of the braid was found fully open with no damage. Based on the analysis findings and event description, the report of pipeline flex with shield failure to open at the distal end could not be confirmed. The event cause could not be determined as the returned pipeline flex shield braid appeared to be fully open. All products are 100% inspected for damage and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.